Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient¿s blood glucose levels reportedly rose to greater than 335 mg/dl while wearing the pod on the arm between 4 and 24 hours. The patient¿s mother reported a noticeable insulin odor and that the adhesive was damp, suggesting possible insulin leakage. She further indicated that the patient¿s blood glucose levels continued to increase and did not respond to correction. Additionally, the patient¿s mother reported observing a small red bump on the skin after the pod was removed. Reported symptoms included agitation, headache, nausea, fogginess, malaise, and ketones measured at 2.1, with a blood glucose level of 335 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka). Treatment administered included blood glucose monitoring, ketone testing, and administration of two bags of IV fluids with insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.